Event description:
Per the audiologist's report, the pt complained about pain in the implanted ear when using the sound processor (no date given). The audiologist also reported that the receiver/stimulator of the device has moved and that the pt was scheduled for revision surgery in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.